Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "ua18" (max take-up revolution exceeded) and "ua12" (lifeband not present) error messages were not confirmed during the initial functional testing but confirmed in the archive data review. These user advisory error messages were cleared by the user. User advisory- ua18 (maximum takeup depth exceeded) can occur when a patient/manikin is not present, or the lifeband. These are the most likely cause of the take up depth exceeding it parameters during shift check. Ua18 can be cleared by pulling up the lifeband completely and by ensuring that the patient and the band are properly aligned, and restarting the platform. Additionally, user advisory - (ua)12 (lifeband not present) error message can occur when the band clip on the lifeband is not properly engaging the safety switches in the driveshaft.. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The other reported complaint of the autopulse platform displayed "system error, out of service, revert to manual CPR" error message was not confirmed during the initial functional testing and in the archive data review. The returned autopulse platform instead displayed a user advisory - "(ua) 45" (not at "home" position after power-on/restart) error message during the initial functional testing. The root cause was due to the driveshaft not to be at "home" position. This error message was not related to the reported complaint. Unrelated to the reported complaint, cracked front and bottom enclosures and a bent battery lock were observed on the returned autopulse platform during visual inspection. The physical damages appeared to be the characteristics of mishandling. The damaged front and bottom enclosures and bent battery lock will all need to be replaced. During archive data review, multiple ua18 and ua12 error messages were recorded, thus confirming the reported complaint. No record of "system error, out of service, revert to manual CPR" message in the archive. Also recorded in the archive and unrelated to the reported complaint., multiple ua45 (not at "home" position after power-on/restart), ua13 (battery fault) and fault code 27 (encoder fault) error codes. Ua13 indicates that the autopulse li-ion battery was low in voltages and need to be replaced, cleared by the user after replacing the battery. Fault code 27 indicates that the drive shaft was rotating too fast. As a precautionary measure, the encoder gearbox need to be replaced. The load cell characterization check failed due to over-reporting load cell 2. A load cell module 2 was found defective in which was likely attributed to mishandling such as drop indicated by the cracked front and bottom enclosures. The load cell module 2 need to be replaced to remedy this issue and the observed issue with the load cell is unrelated to the reported complaint. Awaiting service repair approval from the customer.

Event description:
During shift check, customer reported that the lifeband would not retract on the autopulse platform (serial #(B)(4)) and multiple error messages were observed, user advisory "(ua)18" (max take-up revolution exceeded), "ua12" (lifeband not present) and "system error, out of service, revert to manual CPR ". The user tried using the autopulse with other lifebands but error message could not be cleared by the user. No patient involvement.